Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - not exposure, (B)(4). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the patient underwent a mesh removal surgery on (B)(6) 2012, due to pain, infection, erosion, extrusion; urinary and bowel problems, recurrence and dyspareunia.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.